Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead was capped. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) competitor implantable pacing lead, (B)(6) 1992; unk implantable pacing lead, (B)(6) 1999. (B)(4).